Event description:
Customer alleged that the right intermediate siderail will not latch.

Manufacturer narrative:
Technician support ordered the inter siderail latch kit for the customer. Technical support followed up with the customer 3 times but got no response.